Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare loop failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detached.

Manufacturer narrative:
Investigation results of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached. In addition, the catheter was slightly kinked in the extreme of the strain relief, as well as, near the dongle. Functional testing could not be performed due to the flare detachment. The device investigation found that the flare was detached, this is contradictory to what was originally reported. This condition does not allow the device to be actuated. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.